Event description:
It was reported that the customer reported that they had a generator error during a procedure. Customer used a second hand piece to complete the procedure. No patient consequences. No device being returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysisshould the information be provided later, a supplemental medwatch will be sent.